Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina, hypersensitivity, and hypertension are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional xience alpine devices referenced are being filed under separate medwatch reports.

Event description:
It was reported by the patient that on (B)(6) 2015 a 3.0x18 mm xience alpine stent was implanted in the mid left anterior descending (lad) coronary artery and a 2.5x28 mm xience alpine stent was implanted in the second diagonal of the lad. On (B)(6) 2015 the patient returned with chest pain and high blood pressure. A 3.25x18 mm xience alpine stent was implanted in the obtuse marginal (om) artery and a 3.5x33 mm xience alpine was implanted in the proximal lad across the diseased segments into the previously placed stent. The patient has had several angiograms performed due to continued chest pain, one in in (B)(6) 2016, (date not specified for (B)(6)) and on (B)(6) 2016, angiograms have confirmed all four stents remain patent. Routine medication was given for angina and for hypertension. The patient is concerned that she is possibly allergic to the stents which could be causing the chest pain. No additional information was provided.